Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a taxus express2 3.0 x 12mm drug eluting stent to the 85% stenosed lesion located in the obtuse marginal (om) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that there was a bend in the stent. The procedure was completed with a different device, unknown type and size. No patient complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.